Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) for benign prostatic hyperplasia, the fiber broke at insertion point to scope. A second fiber was tried, and it broke too. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the first broken fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a holmium laser enucleation of the prostate (holep) for benign prostatic hyperplasia, the fiber broke at insertion point to scope. A second fiber was tried, and it broke too. Due to this, the procedure was completed using another device. There were no patient complications. This report is for the first broken fiber.